Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had pain on the right side of her vagina. The patient's therapy was on and she did not have any falls or trauma. The pain was not positional; it was constant regardless of position. Stimulation was decreased from 5.8 to 3.2; it eased the pain but she could not control her urine. No outcome was reported regarding this event. Additional information received reported that the patient did not have concerns with their device or therapy. It was later, the patient further reported that they experienced shocking and uncomfortable stim. She had stabbing pain when she increased stimulation. A returned of symptom was noted. It was indicated that she was wet through the night. Patient reported that she took a fall "straight back" sometime in 2015 and the fall could be related to this issue. Patient did not have the patient programmer with her on the day of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the step taken to resolve the return of symptoms, vaginal pain, and shocking sensation was that the manufacturer representative adjusted the best they could. The patient got some relief and it was better than it was. The patient forgot to bring their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.